Event description:
A customer reported that an electromechanical ambulatory infusion pump did not deliver during a 1-week infusion regimen. When the patient returned to the clinic after the 1-week period, the drug reservoir was completely full. The customer reported that the pump appeared to be operating properly, but drug was not being delivered at the 0.5 ml/hr delivery rate setting. When they changed the delivery rate to 19.99 ml/hr the pump delivered. The clinic inspected the administration set and determined that it was patent. There was no injury associated with the alleged malfunction.